Event description:
The physician attempted to pre-dilate an ostial cx lesion with an unknown type angio balloon. Dissatisfied with the result, the cutting balloon was used to further treat the lesion. As the cutting balloon was advanced to the lesion, the tip became stuck in the lesion. Unable to remove the device, the cutting balloon was inflated to 4 atm and then pulled out potentially causing a dissection in the left main artery and was treated with a stent that overlapped the lesion in the ostial cx. Upon removal, it was noted that the tip was missing from the cutting balloon; and it is unknown if it is in the pt's body. There is good distal flow and the pt's condition is satisfactory.